Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the device did not command motor movement error noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had this alarm was generated when the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose was 152 mg/dl at the time of incident. The customer was able to clear the alarm but not able to rewind the insulin pump. The customer also state that they performed the displacement test and able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.